Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set was leaking at site on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1881848 - MDR 3003442380-2024-07204 - device 8 of 8.